Manufacturer narrative:
Concomitant medical products: product ID: 977a260 ,serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient noticed electrical visual disturbances over the past two months while the ins was on. The patient would continue to get relief from her program but because of the visual disturbance, she turned off her device. The rep reported that during a normal impedance check, it was discovered that electrode 12 was measuring 40,000 ohms. The patient wasn¿t programmed on 12 but was programmed at 10 and 11. The rep reprogrammed on electrodes 9 and 10 and also used the other lead. The patient received the same coverage area and was noticing relief again after a few minutes. The patient didn¿t notice any visual disturbances on any of the programs that were set for her. The rep was to follow up with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was an non-normal reaction from the patient, but the electrode above the high impedance electrode was activated. The rep programmed around those two electrodes and the patient didn¿t notice the visual disturbances anymore. The issue appeared to be resolved. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2021. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the leads and battery were explanted yesterday at request of patient.